Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for unknown indications. It was reported that when trying to use the device, caller saw an on the longevity screen with a total time of 91 months remaining. The caller was not familiar with power on reset (por) and was not aware of a time that this occurred with this patient in the past. The patient's current device was not registered. No patient symptoms and no further complications were reported.